Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number (B)(4).   Reported events - 4 events were reported for this quarter. Product return status - 4 devices were received for evaluation. Evaluation status - 1 event was confirmed during testing. - 1 device was found to be affected by corrosion. 3 device evaluations are in progress. Additional information - 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device was shedding metal debris. 3 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.supplemental rationale corrected data: 4 events were initially reported. 3 previously reported events are included in this follow-up record.   Product return status 3 devices were received. Evaluation status 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by corrosion. 2 reported events were not confirmed during testing.   Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device was shedding metal debris. 3 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.